Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was extra volume left over after completing the tpn infusion. The expected volume after completing the infusion was 50ml. The estimated leftover volume in the bag was between 200-500ml. There was no medical intervention required. The issue was not resolved. There was patient involvement and no patient harm/adverse reported.